Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that surface leads are very noisy and did not work; printed nothing but "black" on paper. Switching leads was tried which did not help. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis confirmed the reported noise; ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. The programmer error logs confirmed the reported print issue. A button on the printer keypad functioned intermittently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.